Manufacturer narrative:
(B)(4).

Event description:
It was reported the white hub and attached wing clips fell off prior to attempting to insert the PICC. Follow up information states the white tabs completely fell off before the dilator was even inserted. A second kit was opened which was fine but the customer chose not to use it as they felt uncomfortable. There was no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the white hub detaching prior to insertion of the PICC was confirmed. The customer returned one peel away sheath for investigation. The customer also returned a photo of the returned sample. The returned sheath was visually examined with and without magnification. Visual examination of the returned sheath revealed that the body of the sheath is completely detached from the hub. Microscopic examination of the point of separation revealed that the two pieces do not appear to have been attached correctly. There are no signs of breakage. The body completely detached from the hub. The wings are partially separated at the proximal end. However, they are still intact. Biological material is present on the hub exterior. The extrusion length was measured at 7.1 cm which is within specification of 2.875-2.625 in (7.302-6.667 cm) per sheath graphic. A device history record review was performed with no relevant findings with this complaint issue. Therefore, the probable cause of this complaint is manufacturing related. Further investigation of this complaint issue has been initiated.